Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The introducer sheath, the pusher and the main coil were returned. The introducer sheath was inspected, and no damages were found. Twist lock was opened. The main coil was kinked and stretched. The pusher wire was kinked, stretched, and the interlocking arm was detached. Microscope inspection was performed. The interlocking arm of the pusher wire was detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil was stuck inside the catheter. A 4mm x 15cm interlock coil was selected for use. During the procedure, it was noted that the coil was stuck in the middle of the catheter. The coil was removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the pusher wire was detached.